Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Loop recorder was explanted (B)(6) 2026. Patient was brought in for hm reset (B)(6) 2026 and device could not be interrogated. Forced interrogation was not successful. Patient had pet scan that day. During explant procedure, it was reported that the tip electrode broke off and was left in the patient. Physician discussed retrieving tip electrode with further surgical intervention, but the patient elected to leave it. Should additional information be received, this file will be updated.